Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 122 ohms. Technical services (ts) discussed options for commanded shock or to increase the shock impedances thresholds to 150 ohms. Ts suspected that it could be also lead calcification. This rv lead currently remains in service. No adverse patient effects were reported.